Event description:
It was reported that the patient underwent a spinal surgical procedure. Approximately 4 years post op the patient felt lower back pain. It was found that the screw was broken at the edge of the lower side. The patient underwent a revision surgery and the product was explanted. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.